Event description:
Damaged upper sensor. Broken right iui. Broken left iui. (B)(6) 2018 12:36:35 (B)(6). Po for $230 approved by fernando trejo, 562-803-1877, fernando.trejo@kp.org. Shipping & billing addresses confirmed. The customer stated that there was no patient involvement. (B)(6) 2018 14:23:05 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #: (B)(4) was opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).